Event description:
It was reported by the physician that the patient had been in hospice with their health declining. The patient was later reported to have passed away. The explanted lead and generator were received into product analysis, however has not been completed and approved to date. No additional relevant information has been received to date.

Event description:
Product analysis for the returned lead was completed. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations such as the abrasions noted near the boot, no anomalies were identified in the returned lead portion. Product analysis for the returned generator was completed. Generator was return due to death of patient. Setting, proper functionality of the generator and ability to provide appropriate programmed output currents were verified. The device was monitored for 25 hours and the programmed output current measured within limits and showed no signs of variation. Programmed settings gave expected diagnostics. The generator performed according to functional specifications. No adverse functional, mechanical or visual issue were seen. Decoder was reviewed. Quickview, status and logs did not reveal any anomalies with the device. Wandcomm was also reviewed and no anomalies were found.